Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event has been estimated.

Event description:
It was reported that the ipg became inoperable after the patient lost their charger was not able to charge for about a year. Surgical intervention took place on (B)(6) 2019 wherein the ipg was explanted and replaced to address the issue.